Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. The representative was unable to reproduce the reported issue during testing. The imaging system passed the system checkout and was found to be fully functional. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the site was seeing artifact in images taken with the imaging system. A manufacturer representative and some radiologic technologists (rt) reviewed the images and it appeared to be a beam hardening artifact. There was no patient present when this issue was observed.